Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 383098 led 2013 (B)(6); competitor lead 4480 2013 (B)(6). (B)(4).

Event description:
It was reported that a year after implant the patient developed a pocket infection. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced. The patient is enrolled in the alternate site cardiac resynchronization (alsync) study. No further patient complications have been reported as a result of this event.